Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic abdominal hernia repair procedure of the sacral colpopexi. The tacking device was being used during the fixation of the mesh to the sacral. The tacks are not completely inserted into the tissue. The remaining part is partially in the device's handle making it difficult to detach the spiral. No tacks were able to be fired normally from the device. Some of the tacks that were partially released by the device and not completely inserted have been removed by the physician. In order to resolve the issue and complete the case, sutures were used. There was no patient harm.